Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced wide blood glucose fluctuations with episodes of hyperglycemia up to the 400 mg/dl and a prior report of 600 mg/dl, as well as hypoglycemia with lows to the 40 mg/dl. While using the ilet. The user's pattern of announcing meals as a method to obtain correction insulin when not eating and prolonged intervals between meals constituted an improper use procedure involving the device¿s user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and educators, and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to missed or misapplied meal announcements and using meal entries for corrections on the ilet user interface. It was concluded that failure to follow instructions contributed to the event. Unintended use error was determined to have caused or contributed to the reported hyperglycemia and hypoglycemia.